Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was no power to the pump. The reporter indicated that there was no damage noted to the pump or battery cap but there was moisture noted inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump battery cap was not returned with the pump for investigation. The pump testing was performed with a test battery cap. The pump battery compartment was observed to be cracked. The pump was found to power on. The pump was unable to be exercised to complete testing due to an unrelated, unresponsive up, down, and ok keypad buttons. The keypad rubber was observed to be torn from the ok button to the up button. The keypad was removed and moisture was observed inside the keypad and on the keypad flex cable and contamination was observed under the button contacts. The pump was leak tested and the pump was found to pass leak testing. The pump case was opened and no additional moisture was observed inside the pump. Also unrelated to the complaint, the pump display screen was observed to be dim and discolored.